Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. A manufacturer representative was able to go on-site to evaluate the device. Functional and visual testing was conducted on the device and was unable to confirm the reported compliant. The device functions as intended. Three attempts were made for additional information and a part return but they were unsuccessful.

Event description:
Medtronic received information regarding an imaging device. It was reported that the ethernet port on the mobile view station (mvs) appears to be broken and loose. There is also no communication between the mvs and the navigation device. This was observed outside of a surgical procedure. No patient involvement.

Manufacturer narrative:
Product information received and updated.

Event description:
Product information received and updated.